Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion, a bolus dose of dexmedetomidine started at 0043 with a continuous drip to restart after the bolus, however; at 0054 the syringe was found to be empty. The device programming was verified by two rns and found to be correct. There was no patient impact.